Event description:
It was reported by the customer's biomedical technician that the device had a memory pcb with a burnt chip on it. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The memory pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly. It was determined that ic chip, designator u5, was burned and shorted. It was also observed that when the memory pcb assembly was placed in a mock-up device, the power light would turn on; however, the screen remained dark and a boot cycle could not be completed.